Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The reported stretched coils and separation was confirmed although difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi torque (ht) powerturn guide wire was advanced without resistance toward the target lesion in the right coronary artery. Some part of the powerturn guide wire coils were disentangled, stretched, and unraveled due to interaction with a whisper es guide wire, which was a support wire during stent implantation buddy wire technique. Slight resistance was noted while removing the powerturn from the patient anatomy. The powerturn guide wire was removed from the vessel with the deinterleaved braid. No damage was noted to the whisper guide wire and the whisper guide wire was re-introduced into the vessel to continue treatment. There was a delay of 10-15 minutes in the procedure; however, there was no adverse patient effect. Therefore, the delay was not clinically significant. No additional information was provided.